Manufacturer narrative:
It was reported to philips that there was a delay in defibrillation therapy due to the m3717a infant flat plug pads (for patients less than 10 kg) being incompatible with the m3507a round barrel therapy cable. The staff used external paddles to attempt to convert the patient, but the patient expired. There was no allegation that the device or accessories malfunctioned. It was stated by the reporter that the device works fine and passes checks. The customer was provided parts ID from philips technical support for the round barrel connector infant & adult pads, and will order the correct compatible pads. The customer provided feedback that they are upset philips would provide pads and cables with different connection types. The pediatric patient was unresponsive and ultimately expired. The customer would not provide philips additional details regarding the patient, exact date of the incident, or date of death. The customer reported a delay in therapy due to the incompatible connectors, but would not say how long the delay occurred.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was a delay in defibrillation therapy due to the (B)(4) infant flat plug pads (for patients less than 10 kg) being incompatible with the (B)(4) round barrel therapy cable. The staff used external paddles to attempt to convert the patient, but the patient expired.